Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus china (osh), there was the possibility that the reported phenomenon was attributed to the temporary contact failure of the electrical contacts of the video connector socket due to the aging degradation of the subject device by long term use, the user pulling the video plug of the camera head out of the subject device without pressing down the locking lever of the subject device, or the excessive force applied to the locking lever or the video connector socket by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure with the subject device at the user facility, the endoscopic image of the subject device was suddenly disappeared, but after a while the subject device was restored automatically. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.